Event description:
It was reported that a movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was attempted to be implanted. The closure device was inserted, and release criteria was met initially. Upon release of the closure device, the device shifted in the laa. A snare was attempted multiple times to remove the closure device, but failed. Forceps were then inserted, which gained a successful grip on the device and removed the closure device from the laa. The closure device was then withdrawn into the delivery system, and the devices were removed from the patient. The patient was monitored via transesophageal echocardiography (tee) to continually visualize the heart. There were no patient complications reported from the removal of the device and the patient was discharged home the next day. A computed tomography (CT) scan was planned to visualize the venous system post removal of the closure device.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman flx delivery system (flx) implant with blood on the device. Analysis of the implant included microscopic and visual inspection. There was anchor damage and holes in the fabric. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported shift or movement of the implant.

Event description:
It was reported that a movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was attempted to be implanted. The closure device was inserted, and release criteria was met initially. Upon release of the closure device, the device shifted in the laa. A snare was attempted multiple times to remove the closure device, but failed. Forceps were then inserted, which gained a successful grip on the device and removed the closure device from the laa. The closure device was then withdrawn into the delivery system, and the devices were removed from the patient. The patient was monitored via transesophageal echocardiography (tee) to continually visualize the heart. There were no patient complications reported from the removal of the device and the patient was discharged home the next day. A computed tomography (CT) scan was planned to visualize the venous system post removal of the closure device.